Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-jul-17. It was noted that the pump had approximately one month until elective replacement indicator (eri) as of (B)(6) 2018. There was no free-flow of cerebrospinal fluid when a sideport tap was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the cause of the catheter occlusion was not determined. The event date was noted as (B)(6) 2018. The patient's baseline weight was not measured. The patient's pump was replaced due to normal battery depletion.

Manufacturer narrative:
Continuation of d11: product ID 8731 serial# (B)(4) implanted: (B)(6) 2004 product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the issue resolved without sequelae on 2018-oct-18.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (35.0 mg/ml at 10.991 mg/day) and bupivacaine (3.5 mg/ml at 1.0991 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was complaining about inadequate pain relief and a isotope pump study was performed, on (B)(6) 2018, which revealed subcutaneous delivery of drug. It was indicated the event was related to the device or therapy. The device diagnosis was catheter occlusion. The entire system was explanted and replaced on (B)(6) 2018 and returned to the manufacture. The event was noted as ongoing.